Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that pad burns occurred. The patient was undergoing radiofrequency ablation (rfa) utilizing a radiofrequency generator. It was noted that the patch was not totally covered, causing a burn. Allergic reaction of the skin was not ruled out.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported the event was not a pad burn as previously indicated, but was an allergic reaction and the generator used was not a bsc device. The patient was undergoing an ep study and ablation. One grounding pad was placed on the mid to lower back of the patient. Upon removal of the pad, the adhesive was not uniform and appeared to be missing/less strong all the way to the edge of the return electrode and the inflammation was where the adhesive of the pad was missing. Pad placement and position were checked before and during the procedure. The allergic reaction was treated with topical cream and an ice pack. The patient has recovered.